Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Fluff was stuck inside the body- vagina [foreign body in reproductive tract]. Fluff was stuck inside the body [device breakage]. When changing the product, she wiped her skin with paper towel and there was fluff [complication of device removal]. Case narrative: consumer reported via phone that when changing the tampon, fluff was stuck inside the body. No serious injury was reported.

Event description:
Fluff was stuck inside the body- vagina [foreign body in reproductive tract] fluff was stuck inside the body [device breakage] when changing the product, she wiped her skin with paper towel and there was fluff [complication of device removal] case narrative: consumer reported via phone that when changing the tampon fluff was stuck inside the body. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Fluff was stuck inside the body- vagina foreign body in reproductive tract. Fluff was stuck inside the body device breakage. When changing the product, she wiped her skin with paper towel and there was fluff complication of device removal. Case narrative: consumer reported via phone that when changing the tampon, fluff was stuck inside the body. No serious injury was reported.